Event description:
Battery pack has been returned from distributor for bent pins and is undergoing investigation at this time.

Manufacturer narrative:
Battery pack has been returned from distributor for bent pins and is undergoing investigation at this time. There was no adverse event that occurred related to this issue. Investigation underway. No adverse event resulted from the damaged battery.